Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for evaluation. The reported visibility issue was not confirmed. Both markers were visible under fluoroscopy. A tear was noted at the guide wire exit notch; however, the balloon held pressure and no leak was noted. Based on visual, functional and fluoroscopy lab analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in by st. Jude medical (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.)

Event description:
It was reported that the procedure was to treat a de novo lesion in a 90% stenosed proximal left anterior descending coronary artery with no calcification and moderate tortuosity. A 4.00x12mm nc tenku rx balloon dilatation catheter (bdc) was used for balloon angioplasty. However, at least one marker was not visible, so the balloon was not inflated. A new unspecified bdc was used to complete the procedure. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis indicates there is a tear in the guide wire exit notch.